Event description:
It was found during testing that a pump was alarming for an upstream occlusion. There was no pt involvement, since the error was found during testing.

Manufacturer narrative:
MFR ref. No. (B)(4). Baxter rec'd and evaluated the device. Upon initial testing upstream occlusion alarms were observed. However, a constant door not fully latched alarm (ref MDR: 1314492-2013-08569) prevented further testing for this issue. The unit will be calibrated to ensure accurate occlusion detection.